Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. Customer's parent stated that the insulin pump alarmed compromised force sensor system while changing the infusion set. The customer stated that the drive support cap was normal. Customer's parent also reported that the reservoir compartment and insulin pump screen was cracked. The customer's parent was advised that the insulin pump needed to be replaced and was advised to have customer discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm the compromised force sensor system alarm due to motor error alarm. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked/broken on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.